Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2014 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. No battery cap was returned with the pump. A test battery cap was used to complete all testing. Also unrelated to the complaint, evaluation revealed that the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery function. The keypad cover was intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.